Event description:
Information received from the field notes that the device exhibited an inappropriate rate modulated response. Inter- rogatio n showed the device to be in vvir. The physician switched the device to vvi and felt that the patiient was doing well and did not need vvir. The pacemaker remains implanted with the sensor passive.